Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the customer stated the facility would only use the bw-412t single use combination cleaning brush to clean the scopes. The customer was advised that per the reprocessing guide for the bf-h190 and bf-1th190 scopes, the bw-411b single use combination cleaning brush was recommended to clean the scopes. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus an incorrect reprocessing technique. The facility was using the bw-412t single use combination cleaning brush to clean the evis exera iii bronchovideoscopes. No patient involvement was reported. This complaint is related to patient identifier: (B)(4) (model: bf-1th190 / evis exera iii bronchovideoscope).